Event description:
Seen on 9/27/96 in clinic for labwork and desferal infusion. Pt complained site pain prior to med infusion. Difficulty drawing blood via port. Urokinase flush attempted; painful. Radiological study completed. User facility believes silastic failed at point of insertion into the outer cannula that attaches to the port. Retrieval of catheter attempted by surgeon and cardiologist; unsuccessful.